Event description:
Dräger received an ufr in which it was stated that the ventilator posted a high-priority alarm and emitted an unusual noise in the moment the users attempted to intubate the patient. As per report, the patient was connected to another device then. It was further mentioned that the vital signs of the patient remained stable during the course of event and that no health consequences were resulting from it. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures, and the contact person named in the ufr could not provide further information. Dräger is unable to fully understand the description, the following can be derived: it was stated that the device posted a high-priority alarm - the underlying condition can thus not incorporate a previously unidentified or falsely assessed risk. It cannot be understood of what nature the unusual noise was which the user observed during the course of event - "unusual" may be interpreted in many different ways and is not necessarily related to a malfunction of the device itself. It can further not be derived if the recommended pre-use check was performed or not - reportedly, the issue occurred during or immediately after intubation which likely means when the ventilation episode was started; a clear indication for a potential stop of ventilation is not included in the ufr. The manufacturing of the device dates back to 08/2012, status of preventive maintenance and repairs is not known to dräger. Further conclusions cannot be derived from the very few available details. It is recommended to have the device checked by trained service personnel and to have it repaired under use of original dräger spare parts if necessary.